Event description:
It was reported that patient experienced difficulties inflating his inflatable penile prothesis (ipp). "Physician" opted to remove and replace device. No patient complications were reported.